Manufacturer narrative:
Concomitant medical products: c4tr01, crt-p, implanted: (B)(6) 2016; 4524-53, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise with inhibition of pacing was noted on stored electrograms (egm) for a ventricular tachycardia (vt) episode. Acute flexion at the right ventricular (rv) lead tip was noted using fluoroscopy and thought by the physician to be a potential area of stress on the lead. Intraoperative impedance measurements of the rv lead were suggestive of an inner insulation breach. The rv lead was capped and replaced.